Event description:
This unsolicited from united states was received on 13- dec-2017 from other health care professional (physician assistant). This case concerns 5 patients (demographics unspecified) who received treatment with synvisc one injection and after unknown latency patients had swelling, pain and redness. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patients received treatment with intra-articular synvisc one injection (lot number: 7rsl021; dose, frequency, indication and expiration date: not reported). On an unknown dates, after unknown latency, patients all reported swelling, pain and redness. Corrective treatment: not reported for all events. Outcome: unknown for all events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain, swelling and redness. A temporal relationship cannot be established with the product administration due to lack of information regarding event onset date and product therapy details. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.